Event description:
It was reported that he patient experienced seizures of this severity and duration prior to vns. The physician was unable to interrogate the patient's device at the last visit in september so the patient was scheduled for generator replacement. It was reported that because of this there could have been a relationship between the increase in seizures and vns; however, it is uncertain if the generator battery depleted around the time of the seizures.

Event description:
Information was received stating that the patient underwent generator and lead replacement. The explant facility has a no return policy and will not return explanted products to the manufacturer; therefore product analysis cannot be performed. The lead was replaced due to lead discontinuity, which will be submitted in manufacturer report # 1644487-2014-03261.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient experienced a 30 minutes generalized tonic clonic seizure that occurred in (B)(6) 2014. It was noted that the patient was hospitalized and intubated after this seizure. It was noted that these seizures typically last only 5 minutes. Attempts to obtain additional relevant information have been unsuccessful to date.